Event description:
Information received from the field does not address the patient's clinical status but notes phantom programming. The patient presented to the hospital with some parameters changed from the original program. The device was repro- grammed, but when the wand was removed, phantom programming recurred.